Event description:
Clinic notes dated (B)(6) 2014 noted that the patient experienced two generalized tonic clonic seizures on (B)(6) 2013 after having had no partial or generalized seizures. It is unknown whether or not the increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.